Event description:
It was reported that the patient went to get into her car and started to feel pain. She was not sure of the date this occurred. The patient stated she waited to see if she could feel stimulation and realized she could not. She had an x-ray done about 3-4 days later and the physician determined her lead wire was disconnected and the device had shifted. The patient had surgery to revise this in (B)(6) 2012. She indicates she never found out if the device was tied down to the pocket site. The patient indicated the physician told her the reason this occurred was because she was active. The device was implanted at a higher location. The device was reprogrammed around (B)(6) after the surgery and things were okay.

Manufacturer narrative:
Product ID 3093-28, lot# v824348, implanted: 2011-(B)(6), product type lead; product ID 3037, serial# (B)(4), product type programmer, (B)(4).